Event description:
Customer reports wbc are reading lower on instrument testing than when microscopic exam performed.

Manufacturer narrative:
Customer further states this event occurs when using clinitek status as well as the clinitek advantus units. Urine strips for the lot in question are being returned to MFR for eval.